Event description:
Bayer case number: (B)(4). Had me choking [choking]. Case narrative: this patient was identified during a market research program. The patient was given afrin saline burst extra strength daily nasal mist (lot no. Ch100a) for hypersensitivity and nasopharyngitis. The case describes the occurrence of choking ("had me choking"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient started afrin saline burst extra strength daily nasal mist (nasal) at an unspecified dose and frequency. On an unknown date the patient experienced choking (seriousness criterion medically important). It was unknown whether any action was taken with afrin saline burst extra strength daily nasal mist. At the time of the report, the outcome of the event was unknown. The reporter considered choking to be related to afrin saline burst extra strength daily nasal mist administration. The reporter commented: even though it's a 2 in 1, both for me had me choking. Now the nose was unclogged I just wished it wasn't as strong. This product is more for people who dont have sensitive noses. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.